Event description:
It was reported that a red alert was recently noted from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. Boston scientific technical services (ts) was contacted, and it was discussed that this alert, as well as another code that was recorded, occurred following a high voltage charge from the device. Ts recommended an emergent replacement procedure to ensure reliable, adequate therapy delivery. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.